Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the error code 210.2040 on 8100bd unit, was confirmed by tech support. Tech support had a walk through with the customer and revealed the following: tech needs help on error code 210.2040 on 8100bd unit. The error has to do with the unit logic board on unit has to be replace. Confirm part number for login board also level one quote for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that error code 210.2040 on 8100bd unit. There was no patient involvement.